Manufacturer narrative:
The insulin pump was received with no button response due to found moisture on the keypad traces. No moisture damage was noted on the electronics assembly. Unable to perform displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests due to keypad unresponsive. The insulin pump had cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked case near the display window corners and cracked on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that his wife experienced high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's spouse stated that they were waiting for the doctor to call back for treatment. The customer's spouse stated that they were not able to use the insulin pump due to the insulin pump was not working properly. The customer stated that the buttons were not working as they should be. The customer also stated that the reservoir was not properly attached and leaked insulin into the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.